Event description:
Caller reported occurrence of a cartridge alarm, specifically alarm 20, while using the pump during insulin delivery, which prevented loading a new cartridge. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. As a corrective action, the customer reverted to using multiple daily injections (mdi) as backup therapy, and technical support arranged to send a replacement pump. The customer was instructed on how to set the pump into storage mode and return the faulty unit to tandem.